Event description:
As reported: "patient required revision surgery due to pain. Patient had screw removed".

Manufacturer narrative:
The reported event could not be confirmed since no other evidences were provided and device was not returned for evaluation. A device inspection was not possible since the affected and concerned device was not returned for investigation ("surgeon kept removed screw"). Since a primary surgical report was provided, the opinion of a medical expert was sought and stated as following: "patients with baseplate screws protruding through the second cortex into the supra- or infraspinatus fossa have a higher risk of a suprascapular nerve injury. A common complaint of suprascapular neuropathy is a burning pain that radiates to the affected arm, neck, or back. To confirm such a diagnosis ideally electrodiagnostic evaluation must performed preoperatively and postoperatively to establish any relation between cortex perforation of the screw and suprascapular nerve (ssn) injury. Also, one would expect the neck pain to disappear after screw removal and then for the electrodiagnostic study to reveal healing of the nerve. Unfortunately, we do not have this information and we will not get that information anymore (since it is not there). So, therefore no conclusive assessment can be made in this individual case". A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event (such as x-rays, electrodiagnostic evaluation ¿) must be available in order to determine clearly the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "patient required revision surgery due to pain. Patient had screw removed".